Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there were high thresholds seen on the right ventricular (rv) lead, and so the lead was capped and abandoned. The patient underwent a revision procedure to replace the rv lead alongside the pulse generator which was being explanted and replaced because of normal battery depletion. All other measurements were within normal limits. There were no additional patient issues.